Manufacturer narrative:
H.6. Investigation summary: 100 retention samples from bd inventory were visually inspected with no issues identified. In addition, 10 retention samples were functionally tested for low/no fill and all tubes performed within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for underfill/weak vacuum. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that while using bd vacutainer® no additive (z) tubes the tube underfilled. There was no report of patient impact. The following information was provided by the initial reporter: "weak vacuum".

Event description:
It was reported that while using bd vacutainer® no additive (z) tubes the tube underfilled. There was no report of patient impact. The following information was provided by the initial reporter: "weak vacuum".

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.